Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight: the facility reporter indicated the patient weight was approx (B)(6) lbs. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. The other proglide is being reported under a separate medwatch report number.

Event description:
It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly a cuff miss occurred and another proglide was attempted. During knot advancement the suture broke (at an unspecified location). Hemostasis was achieved using a mynx closure device. The patient did not experience any adverse effect. Though requested, no additional information was provided.